Manufacturer narrative:
System analysis and service repair on (B)(4) 2016. The reported issue of errors 611, 831, 651, 660 and 302.13 were confirmed. Verified error codes were being produced. Detected that chiller was cooling water at startup, system entered fault stage after water cooled to approximately 5.0 c. Manually pumped in warm water, laser would start then again cool water resulting in immediate fault. Suspect faulty chiller case reassigned for further troubleshooting and repair.

Event description:
It was reported that during a prostate procedure, error codes 611, 831, 651, 660 and 302.13 were observed. Biomedical engineer in communication with service engineer was unable to resolve the issues with the laser. An alternate laser system ("not greenlight") was used to complete the procedure. No injury was reported. Patient/user complications: none.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The chiller s/n (B)(4) was received at the manufacturer on (B)(6) 2016 and was sent to the supplier.